Event description:
It was reported the fan is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the system fan is noisy. Analysis also found the parallel port on the mpu (microprocessor unit) is damaged. Floppy disk drive door is missing. ECG (electrocardiogram) connector on a printed circuit board assembly is loose. (B)(4).